Manufacturer narrative:
The complaint that the needle poked through the catheter was confirmed and the cause appeared to be associated with use. Four 20g insyte autoguard units were returned for investigation. Three devices were received in sealed unit packaging and no damage or defects were identified on the unused samples. One device exhibited evidence of use. A functional test revealed a leak from the used device. A microscopic examination revealed a v-shaped breach in the tubing at the leak site, which was consistent with needle puncture damage. Due to the evidence of use, the catheter tubing was likely punctured during the insertion process. Had the IV catheter been punctured by the needle during assembly/manufacturing, the resultant damage likely would have precluded venous access. The instructions for use (IFU) indicate that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Pt here for surgery. Having piv placed by heath tech. While placing the piv, she had great blood return. While sliding the catheter off of the needle, the needle poked through the catheter. She then removed both the catheter and the needle. B: none. A: catheter. It is noted to be intact below the level of the hole.